Event description:
Patient reported that back to back tests performed on the ss meter 4 minutes apart (during morning fast) were low (86 and 68) for the patient's fasting. No symptoms were reported. The meter was set to mmol/l. Lfs rep converted the results (8.6 and 6.8) to mg/dl (155 and 122 - 23% difference) and helped patient set up the meter units correctly. Subsequent control solution test result (126) was in range (98-147). Cleaning procedures and use of control solution were reviewed. There was no allegation of harm.